Event description:
It was reported that the first fiber "quit working" @ 5,529 joules of use. The fiber was exchanged and the second fiber "quit working" @ 24,508 joules of use and 5:09 minutes. The procedure was completed with an alternate procedure (turp). Patient outcome ¿ok¿ reported. This report is for the first fiber used.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits moderate char; there is some white unknown substance noted inside the fiber cap; the bevel section is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).